Manufacturer narrative:
Citation: gist k et al. Assessment of the relationship between contegra conduit size and early valvar insufficiency. Ann thorac surg 2012;93:856 ¿ 61. Doi:10.1016/j.athoracsur.2011.10.057. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding factors contributing to pulmonary conduit insufficiency. All data were collected from a single center between march 2004 to august 2010. The study population included 126 patients (mean age of 57.6 months, mean weight 17.5 kg), all of which were implanted with a medtronic contegra conduit (serial numbers were not included). Among all patients adverse events included: tricuspid regurgitation, elevated gradients, pulmonary insufficiency, stenosis, endocarditis, and intervention for conduit replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.